Manufacturer narrative:
Of the 29 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to damage to the audio bolus button. During investigation for unrelated allegations, there were 24 additional audio bolus button issues found with damage to the audio bolus button. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio bolus button issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-68 years of age and between 40 and 310 pounds. Of the reported patients, 16 were male, 9 were female, and 4 were unknown.

Manufacturer narrative:
In q4 2016 there was 1 additional instance of audio bolus button tactile change failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.